Event description:
It was reported that the ventilator stopped ventilating when the o2 concentration was set to 100%. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilation stopped once the o2 concentration settings was set to 100%. The o2 gas module was found as defective and was replaced. After the replacement, the unit was handed over in working order. The device logs were not received and no parts have been returned for investigation, therefore the root cause of the reported event has not been determined.